Event description:
A motor stall occurred, device logs interrogated and indicated motor stall. The pump was replaced, disposition of device unknown at the time of this report. No signs of symptoms related to the event, seriousness indicated as mild. Patient outcome noted as resolved. The device was used to infuse dilaudid, bupivacaine, baclofen, clonidine and droperidol.

Manufacturer narrative:
Catheter: model 8709 serial# (B)(4), implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the pump logs. During destructive analysis, significant residue and shaft wear was seen on the upper shaft of gear 2. Additionally, some residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. It was noted that the motor stalls were due to shaft bearing.